Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 7th distal stent wraps onwards, struts were raised, stretched and bunched. A kink along the distal shaft was apparent; 18.7cm proximal to the distal tip. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a severely tortuous, non-calcified lesion with 90-95% stenosis in the rca. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues when removing the device form the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent could not pass through the lesion. The procedure was then completed with another manufacturers device. There is no patient injury. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the returned device noted stent deformation

Manufacturer narrative:
Additional information: lot number confirmed with account and updated to 0008557210 if information is provided in the future, a supplemental report will be issued.